Manufacturer narrative:
(B)(4). The insulin pump was received with a missing display window/cover, cracked battery compartment (battery tube), cracked battery tube threads and cracked select button on the keypad overlay. The pump passed the displacement test.

Event description:
The customer reported via phone call that the crack on the back leading to the compartment. Customer's blood glucose level was 96 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.